Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode and was taken to the emergency room. The patient contacted a boston scientific company representative the next day for assistance with completing a remote interrogation for the following clinic. The patient was assisted with completing a successful remote interrogation and was referred to their clinic. This product remains implanted and in service. No additional adverse patient effects were reported.